Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy, and there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during investigation, the pump was powered on with a blank display. A test display screen was inserted and found to function normally. Audible and vibratory alarms were functional. The pump failed the leak test due to a missing audio bolus button. Unrelated to the complaint, evaluation revealed a crack in the battery compartment at the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.